Event description:
In situ measurement may be indicative of a device malfunction. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause a device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
About one year ago the family realized that the audio processor did not work. Recently, the audio processor from the user was repaired, however, the user could not hear with the device. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. Even though no such causal event, like an accident, is mentioned in the recipient report. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user's hearing performance with the device was affected. A year prior (in 2021) the family realized that the audio processor did not work. The audio processor was repaired, however, the user could not hear with the device. The user was re-implanted.